Event description:
It was reported in a publication that a total of 72 consecutive patients who were treated with a multi-level acdf using bcs and rhbmp-2 at a single institution between 2007 and 2012 were identified and included for analysis. Clinical outcomes and patient satisfaction were collected at preoperative and prospectively at 1, 3, 6, 12, and 24 months postoperative. All patients had initial x-rays within 24 hours of surgery, ap and lateral x-rays at 4 to 6 weeks postoperative, and serial x-rays with flexion and extension views at 3, 6, 12, and 24 months. Fusion was defined as a lack of instrumentation failure, no lucency in the intervertebral disc space, and no movement on flexion-extension radiographs. Mean follow-up of the 72 patients was 13.8 months (range 6-24 months). Primary clinical indication for surgery was classified as cervical spondylitic myelopathy (csm) in 29 (40%) patients, as radiculopathy (rad) in 27 (38%) patients, as a combination of csm and rad in 15 (21%) patients, and non-union in 1 (1%) patient. There were no cases of infection or wound problems, hematoma formation, or new postoperative neurologic deficit. Overall fusion was 98.6% of patients or 99.5% of treated levels. 1 patient returned to the or for a nonunion revision.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.